Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle experienced needle clogging during injection. The following information was provided by the initial reporter: pharmacist called on behalf of consumer to report needle clog during injection.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle experienced needle clogging during injection. The following information was provided by the initial reporter: pharmacist called on behalf of consumer to report needle clog during injection.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.